Event description:
It was reported that during an anterior communicating artery aneurysm; a coil could not pass through the tail end of the microcatheter. A new microcatheter was replaced. No harm was caused to the patient. The patient was reported to be "recovering". The device was returned for evaluation and the investigation found exposed lumen coil in the hub.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned microcatheter found exposed coils and damaged/delaminated ptfe lining in the proximal end of the microcatheter, which are consistent with the device causing or contributing to resistance in the lumen. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coils and damaged/delaminated ptfe, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.